Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip tip at the midpoint of grip. No pieces were missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the tip of the force bipolar instrument was broken. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: unfortunately there is no other information he could provide. The RMA number did not pull up anything on his end. He is not sure if there was a missing piece however the instrument has been returned to isi for analysis. There was nothing on the paper when the instrument was turned in that would indicate a piece fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.